Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2011 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a medtronic spinal cord stimulator. The information received stated that the patient's medtronic spinal cord stimulator was explanted due to high impedances. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).